Event description:
T was reported that the cable on the universal modular electric/battery double trigger handpiece was making poor contact. When the cable was moved, the device stopped working. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.